Manufacturer narrative:
Device evaluation: device evaluation of monitor sn (B)(4) is currently underway. The monitor has been returned to zoll manufacturing corporation for evaluation. There is no indication of a product malfunction at this time. Evaluation was conducted using a flag review. After a review of the flag there is no indication of a device malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was home when they became unconscious. The patient's family initiated CPR. At 10:16:47 the patient was in bradycardia initially which degraded into asystole. Two treatments were delivered while the patient was in asystole between 10:32:05 and 10:32:32. CPR artifact contributed to the false detection. The device was shutdown normally at 10:39:46. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.